Manufacturer narrative:
(B)(4).

Event description:
Per additional information received according to the reporter, the patient is fine. This time the doctor could put the first needle through but either when he came out and shifted to do the second side or as he did the second side, it fell off. He has never had it happen this way.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic nissen procedure, three needles disengaged into the patient cavity during the procedure. Two needles were retrieved with a grasper and one was not able to be retrieved and left in the patient cavity. There was no unanticipated tissue loss. There was no irreversible tissue damage. There was no unanticipated blood loss of more than 500cc. Surgery time was not delayed by more than 30 minutes. A new device was used to complete the procedure. The current patient is ok.